Event description:
The customer's family member called to report high bgs were treated with manual injections. Troubleshooting was performed. It was stated that the customer was hospitalized with large ketones and high bgs. The customer was treated with IV drip for eighteen hours. Family member also indicated that the pump was set to 0.0 u/h per basal rate. The alarm history was reviewed and showed different alarms. Assisted the customer to reset the pump.